Event description:
(B)(4).

Event description:
It was reported that the patient could not send a transmission. When a return kit was ordered for the patient, their carelink monitor was deactivated for an unknown reason. The monitor was reactivated. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Correction: a correction to model number was made to reflect correct model as 2490c8.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: a correction to model number was made to reflect correct model as 2490c8. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Event description:
It was reported that the patient could not send a transmission. When a return kit was ordered for the patient, their carelink monitor was deactivated for an unknown reason. The monitor was reactivated. No patient complications were reported as a result of this event.